Manufacturer narrative:
(B)(4). Events reported in 2210968-2021-00868. Additional information was requested and the following information was obtained: what was used to complete the procedure? No further information is available. What tissue was being approximated or sutured when it broke? No further information is available. Could you please confirm how many devices presented the issue of suture breakage during this single procedure? It was reported that it occurred 2 times. Device return status/follow up? We regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an cardiovascular procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 04/12/2021. Additional information: h6. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: we got this info from the sales-rep on 11 april 2021 ,qty to be returned: 1 = 0. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Corrected information: d3.